Event description:
Perclose device deployed by md. It was noted that device separated at the union of the hollow metal tube and the plastic catheter. The plastic catheter was kinked inside artery. There was hemostasis at site and distal flow was not compromised but catheter did have to be surgically removed.